Event description:
It was reported that during reprocessing the tip of the prograsp forceps instrument did not move freely. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The instrument was placed on a system and driven. Recognition and engagement test passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Additional observations found was the instrument pitch cable was frayed at the distal clevis hub. The instrument main tube was also found with multiple scratches at the distal end. Engineering concluded the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.